Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery to mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was unable to advance forward in the middle of the lesion; thus, inflation was performed. However, the balloon ruptured at about 3atm. The device was simply removed from the patient's body. The procedure was completed with another device. No patient complications were reported and the patient was good post procedure.